Event description:
It was reported that subject device had black lines in the screen and poor connector contact. The issue was identified during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure black lines on screen was confirmed, regarding the reportable malfunction poor connector contact the failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black lines on screen was due to a faulty charge coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.